Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, the surgeon noticed haptic was not opened after it was inserted into a patient's eye. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) received on a piece of medical gauze. Solution and blood like substance are dried on the iol. One haptic is slightly deformed. Iol unfolded with no abnormalities, unfolding time ¿ 1 second, met specifications. Water temperature 22.0 degrees. Timer ID (B)(6). Thermometer ID (B)(6). Fold holder ID 12-fold-0001. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint as the iol unfolded with no abnormalities. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the haptic was not unfolded in the eye additional information has been requested however no further information available.